Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was stretched and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was stretched and there was apparent explant damage.

Event description:
An implantable pulse generator (ipg) system was returned for disposal to the manufacturer from a mortuary. Further review of the manufacturer's database indicated the patient died approximately seven months after device system implanted.